Manufacturer narrative:
(B)(4). Product not yet evaluated.

Event description:
Consumer complaint of low blood glucose test results. Expected fasting blood glucose test result range is 75 to 80 mg/dl. Customer feels well and observed no symptoms. Medical intervention is not required at the time of the call on (B)(6) 2015 as a result of the meter's readings. Back to back blood test performed fasting during call on (B)(6) 2015 produced results of 104 mg/dl and 99 mg/dl. Storage of product is not verified. Test strip lot manufacturer's expiration date is 04/24/2017 and open vial date is not able to be confirmed. Customer indicated that test strips may be expired due to being open more than 120 days. Recall test results performed fasting from meter memory (date / time not set):

Manufacturer narrative:
(B)(4). Most likely underlying root cause of malfunction: user's test strip had poor fill. Investigation completed and product evaluated with no defects found.

Event description:
Consumer complaint of low blood glucose test results. Expected fasting blood glucose test result range is 75 to 80 mg/dl. Customer feels well and observed no symptoms. Medical intervention is not required at the time of the call on (B)(6) 2015 as a result of the meter's readings. Back to back blood test performed fasting during call on (B)(6) 2015 produced results of 104 mg/dl and 99 mg/dl. Storage of product is not verified. Test strip lot manufacturer's expiration date is 04/24/2017 and open vial date is not able to be confirmed. Customer indicated that test strips may be expired due to being open more than 120 days. Recall test results performed fasting from meter memory (date / time not set): (B)(6). Adverse event not reported.